Manufacturer narrative:
On 21-oct-2021, the product was returned to biosense webster for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. At the time of rvot ablation 1 hour and a half after the start of catheter, cardiac tamponade occurred. After cardiac tamponade was confirmed by echocardiography, drainage was performed, and blood pressure recovered. The physician commented that the cardiac wall may have been attached during the catheter operation. There was no error code. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no non-conformances were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. At the time of rvot ablation 1 hour and a half after the start of catheter, cardiac tamponade occurred. After cardiac tamponade was confirmed by echocardiography, drainage was performed, and blood pressure recovered. The physician commented that the cardiac wall may have been attached during the catheter operation. There was no error code. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.